Manufacturer narrative:
This report is being filed retrospectively in response to observations documented within an FDA establishment inspection report.

Event description:
On (B)(6) 2018 an i.v. Station passed a vancomycin preparation that had not been adequately reconstituted. The incompletely reconstituted preparation was identified and there are no known adverse patient effects.